Event description:
In the morning agreed that the pt no longer should be lifted actively, only passively. In the afternoon, the caretaker lifted the pt actively. Pt was not feeling well during the transfer and has released hands. They slipped out off the sling because it was not tight enough. She was lifted off the po/chair and the wheelchair was not around. Due to this, the pt was hanging in the sling and could not hold on anymore. The caretakers accompanied the pt to the ground so that she and the caretakers could not get hurt.

Manufacturer narrative:
Additional info will be provided upon the conclusion of their investigation.